Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 277 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.